Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient receiving intrathecal unknown morphine 40 mg/ml at 21.020 mg/day for non-malignant pain. An alarm was heard and telemetry was not performed. Reviewed recommendations for motor stall troubleshooting. The event date was (B)(6) 2018 ¿last night¿ and patient symptoms were not reported. The rep called back on the same day and further reported the doctor wanted to aspirate the catheter via the catheter access port (cap) and program a prime of the catheter to take the pump out of the stall despite informing the doctor that would not make the stall recover. The plan was to replace the pump this evening. The reporter wanted to confirm the catheter did not get primed due to the stalled pump and inquired about priming options once the pump was replaced. Pertinent information was reviewed per the inquiries and the rep would confer with the healthcare provider (hcp). No further complications were reported/anticipated or expected.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. Analysis also found overinfusion of undermined root cause. Eval code - conclusion code is being updated for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the issue was first reported by the patient. The pump was replaced on (B)(6) 2018 and the cause of the motor stall was not determined. It was noted the motor stall was not resolved on the old pump, but the pump was replaced. The patient¿s weight at the time of the event was unknown. The device would be returned and was in the mail now. No further complications were reported/anticipated or expected.